Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ph5001, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. The procedure was completed with no adverse patient consequences reported. No additional information was provided.